Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error and turned the insulin pump off as well as a broken force sensor was detected during seating or regular delivery alarm. The customer¿s blood glucose was 118 mg/dl. Customer stated that he was on a boat when he received the alert on the insulin pump. Troubleshooting was performed. The customer was advised to insulin pump will need to be replaced and discontinue use of the insulin pump and revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the device displayed a critical pump error on the lcd screen due to signs of previous moisture presence and corrosion on electrical board 1 especially around the battery connectors. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device received with a barely visible hairline crack on the battery tube.